Event description:
It was reported that the handpiece was leaking blood after it was sterilized. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and a sample was collected from the handpiece for further analysis. This report will be updated when the eval is completed.